Event description:
Slider that enables deployment and repositioning became stuck and the cord tore as a result. Device did not deploy correctly and a metal piece was found to have ended up inside of device.